Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 4076 implantable pacing lead (B)(6) 2012; s606 competitor implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had high grade bacteremia, negative for staphylococcus. The patient developed endocarditis and vegetation seen on the right atrial lead during transesophageal echocardiography (tee). It was reported that the pacing system was implanted the same admission as when the patient had coronary bypass graft (CABG) and aortic valve replacement (avr) surgery. The system was explanted and temporary lead implanted for antibiotic therapy. The system will be replaced at a later date. No further patient complications have been reported as a result of this event.